Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged downstream occlusion (dso) seal. The review of the event history log (ehl) found high alarms displayed," downstream occlusion". The reported problem was confirmed, and the primary problem was a defective downstream occlusion (dso) sensor. The dso sensor will be replaced to solve the issue.

Event description:
It was reported that the cassette connection was problematic. There was unknown patient involvement.